Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and pacing inhibition on the left ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and pacing inhibition on the left ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for analysis.